Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one part 446.031 was received. The plate is broken into pieces at the third screw hole. There are significant scratches on the top of the plate, possibly from contouring the plate prior to implantation. An inspection of the fracture site shows no irregularities of material construction and indicates material conformity. With only five screws returned and an inspection of the plate showing only five holes were used, we can confirm that only 5 screws were used to affix the plate. This could have placed undue stress on the plate, causing it to fatigue and fail. The returned screws are in good condition with no observable damage. Drawings for the implants were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used to stabilize fractures of the hand and proper use and maintenance are addressed in technique guides. The complaint condition was most likely due to the plate being subject to too high of a mechanical force. This complaint condition is possibly a result of method of use or fatigue failure, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a middle finger phalanx fracture procedure and was plated with a 1.5mm titanium 6-hole plate. The hardware was removed due to a broken plate and a new plate was implanted. The procedure was reported to have gone well, no other information is available this is report 1 of 1 for (B)(4).